Event description:
It was reported that the patient presented to the ER after receiving multiple shocks. Device interrogation revealed that the patient was inappropriately shocked while in sinus rhythm. Additionally, the real-time measurement trend revealed multiple out of range hvli measurements. Ater a new rv lead was implanted, the hvli was still high.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of the stored electrograms revealed unanticipated therapy during a rhythm that appeared to be in the tachy rate zone . The device had normal sensing on the bench. The high voltage lead impedance anomaly was verified during bench testing. The anomaly was caused by a connection anomaly within the hybrid circuitry.